Event description:
In late 2008, the primary surgery was performed with g3. In early 2009, the pt was revised to replace the ge with a bipolar stem because of cut-out of g3. The pt has been doing well in post-op. During the revision surgery, the same day, there was another event reported regarding simplex p bone cement. Same patient.

Manufacturer narrative:
Device will not be returned for investigation. If the device or additional information becomes available, it will be reported on a supplemental report.